Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: product complaints <productcomplaints@bd.com>. Sent: tuesday, september 10, 2024, 11:38 pm. To: product complaints <productcomplaints@embecta.com>. Subject: new complaint from chat message. I received an chat message from a customer about an issue with a needle. This is all the information the customer provided before disconnecting. I get these from my local pharmacy, and recently I found there is "water" coming out infront of the needle when I push the air out before insert into the insulin that I use.